Manufacturer narrative:
Type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the anchoring plate was found broken and jammed in the implant holder during device inspection. Therefore, no specific surgical or patient information was provided.

Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). G3: foreign france. The complaint is confirmed for one anchoring plate for the reported failure of anchoring plate jammed in the instrument and the failure of fractured. Per DHR reviews, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds.root cause was unable to be determined. This event could possibly be attributed to the anchoring plate being inserted off-axis, the impactor force causing damage inside the inserter head leading to the instruments jamming, twisting of the instruments during use, hard bone causing difficulty inserting the anchoring plate or other anomalies cause a high impact force exerted on the insertion system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.